Event description:
Medtronic received a report that during the stent deployment process, the stent microcatheter fell off, causing the catheter to shift. When the delivery sheath was retrieved, the stent was stuck in the microcatheter and could not be retrieved or deployed. After adjusting it several times, they were removed as a whole. The stent could be deployed outside the body, but it was found that the stent was a little frizzy so the stent was scrapped. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured right c6 aneurysm with a max diameter of 18.46mm and a 6.5mm neck diameter. The landing zone was 3.2mm distally and 4.71mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level iia. Angiographic result post procedure was smooth blood flow. Additional information has been received reporting the resistance occurred in the distal section of the catheter. Multiple pipelines were not being used when the movement occurred. The device jumped during deployment. The tip of the catheter moved during deployment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.